Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 23 feb 2021 were reviewed. On (B)(6) 2019, the patient had a right total knee arthroplasty to address right knee arthritis. Depuy components, including depuy patella, and competitor cement x2 were utilized during this procedure. There were no complications listed during the surgery. On (B)(6) 2020, the patient had a revision of right knee replacement to address painful loose right knee. The tibial tray was noted to be loose with no interface provided. There were no allegations of deficiency for the femoral component or the insert, but both were revised. The patella was not revised. Depuy components along with competitor cement x2 were used during this procedure. Doi: (B)(6) 2019, dor: (B)(6) 2020, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.